Manufacturer narrative:
One curved ultra fast-fix assemblies was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. No ts or suture remain on the delivery needle or were returned for examination. The trigger has been fully advanced indicating a complete deployment. The needle tip is bent. The condition of the device indicates the gold trigger was prematurely advanced during deployment of t1 causing the deployment of t2. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery t1 and t2 were advanced simultaneously. A backup device was available to complete the procedure with no delay or patient injuries.